Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
.

Event description:
New information received noted that the patient fell at home and suffered subdural hematoma and brought to ER. The hematoma was evacuated; however repeat CT showed catastrophic left sided infarct and herniation. Dnr was decided by family member. The patient expired the next day.